Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: 157446, item name: m2a-magnum mod hd sz 46mm, lot #: 262310; item number: 139258, item name: m2a-magnum 42-50m tpr insrt +3, lot #: 557170; item number: 11-103201, item name: taperloc por lat fmrl 6.0x132, lot #: 009340. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09491. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 8 years post-implantation due to pain and metallosis. A large amount of thickened fibrinous material with gray brownish staining was noted during revision surgery. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 8 years post-implantation due to pain and metallosis. A large amount of thickened fibronous material with gray brownish staining was noted during revision surgery. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#139258 m2a-magnum 42-50m tpr insrt +3 lot#557170. Cat#11-103201 taperloc por lat fmrl 6.0x132 lot#009340. Cat#157446 m2a-magnum mod hd sz 46mm lot#262310. Medical records stated the patient experienced right hip pain, was worked up for metal on metal. Pre-revision labs revealed elevated cobalt & chromium levels. Elected for revision of mom right hip. During the right tha revision, surgeon found during the procedure gray/brownish staining, stating consistent with metal on metal reaction. Surgeon noted difficultly removing the head, and during the removal noted fracture of the trochanter. The fracture was repaired with cables. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately 8 years post-implantation due to pain and metallosis. A large amount of thickened fibronous material with gray brownish staining was noted during revision surgery. No further event information available at the time of this report.